Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery, the clip was jammed and could not be fired. To resolve the issue, a new device with another lot number was used. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic surgery, the clip was jammed and could not be fired. To resolve the issue, a new device with another lot number was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.